Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the device reached elective replacement indicator (eri). The device was returned to the manufacturer, analyzed, and tested out of specification. It was also reported that the right ventricular lead had high capture threshold and high impedance. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.